Event description:
It was reported that after positioning the right ventricular (rv) lead and during defibrillation threshold (dft) testing multiple shocks failed. An external shock was delivered which was not successful, and finally another 200j delivered shock converted the induced arrhythmia successfully. The test was performed again for verification and again an external shock converted the arrythmia successfully. The physician elected to replace this right ventricular (rv) lead due a dual coil configuration and explanted the single coil lead. Defibrillation threshold (dft) testing with the new lead was successful. No adverse patient effects were reported. This lead was expected to be returned for analysis. Should the lead be returned analysis be conducted and this investigation will be updated.